Manufacturer narrative:
Product was not returned for evaluation. Therefore, this report is based solely on the information provided by the customer. A tidi representative, visited the nursing facility after the customer report of a patient fall. The representative met with nursing at this hospital, on the unit where the fall occurred. It was determined by nursing that the nurse call system did not go off, not the posey alarm, when this patient got up. The hospital determined that the nurse call management company was at issue. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported 1 alarm unit did not alarm when it should have. Patient was injured. No further information was provided. Sn: (B)(6).